Event description:
Philips received a complaint on the defibrillator indicating that the device had a delay for operation check mode. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6) a follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This complaint has been escalated to technical investigation due to the delay for op check mode, which was attributed to replacement of som pca (system on module printed circuit assembly). The failure analysis (fa) lab confirmed that the delay for op check mode was due to malfunction of som pca. The som pca was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the available information and the tests conducted, the cause of the reported problem was due to malfunction of som pca. The reported issue was confirmed.